Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels of over 500mg/dl. Insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot and event was resolved by complete set change. Customer declined troubleshoot for high blood glucose level. The product will not be returned be for the analysis.